Event description:
It was reported that the right ventricular lead had increasing threshold measurements and remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the right ventricular lead had increasing threshold measurements and remains in use. Also noted was that the previous right ventricular lead was abandoned because it was not working. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Medtronic is redacting FDA report number 2182208-2012-01330 because that issue was previously reported via an alternative summary report for sprint fidelis leads. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: performance data about the (B)(4) lead was analyzed and revealed no anomalies.